Event description:
The affiliate reported that the microsensor would not zero or indicate pressure because it could not be recognized. A message of ¿microsensor not detected¿ appeared on the screen. As a result, the device was explanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sensor can't be balanced or adjusted. Suture attached to catheter material. Severe kink in catheter material 44.5 cm from sensor case. We were unable to complete testing due to sensor failure. Additional information received from the supplier on: august 14, 2013: the failure was not caused by the customer. August 15, 2013: the failure was due to a "no reading on one of the wires". August 19, 2013: this was a component defect. It was considered to be an isolated incident, and no corrective action or retraining was required. Mfg. Date: 11/14/2012. Based on the above evaluation (observation 1 & 4) the supplier determined that the cause of the failure to be the pressure sensor (defective component). No further investigation or corrective action is anticipated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.